Manufacturer narrative:
The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable. In addition, the ratchet pawl was found excessive wear and tear.

Manufacturer narrative:
(B)(4) date sent to the FDA: 10/07/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Did the securestrap device cause the hematoma? Where was the damaged vessel located? Why was this converted to open? Was this a result of the device? What is physician¿s opinion as to the etiology of or contributing factors to this event? When was the exploratory laparotomy performed? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. After the procedure, the patient experienced a hematoma within the abdominal region and underwent an exploratory laparotomy to prevent permanent impairment or damage. It was also reported that conventional ligation using suture was required by hcp and the patient required suture fixation. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was requested and the following was received: why was this converted to open? Was this a result of the securestrap device? The surgery did not become open. When was the exploratory laparotomy performed? The exploratory laparotomy was performed in september.

Manufacturer narrative:
Corrected information: new information has been received and it has been determined that there has been no report of any medical or surgical intervention provided to preclude permanent impairment or damage as a result of the device. Additionally, the surgeon stated that the device was not the cause of the hematoma. This complaint no longer meets the criteria for serious injury and has been downgraded to not reportable.